Manufacturer narrative:
The subject device was returned to omsc for investigation. The evaluation confirmed that the probe broke off at 16mm from the distal end. There were scratches around the edge of the fracture surface. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that scratches occurred on the probe since a user output the device contacting with something hard, and then the probe of the device was cracked and broken when the probe received a load. The instruction manual of the subject device already states; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. The subject device was used during a laparoscopic gastrectomy. While the user was cleaning the dirt stuck on the probe with gauze outside the patient's body, the probe was broken off and fell off outside the patient's body. There was no patient injury reported.